Manufacturer narrative:
Correction - d10 - concomitant device gallant hf should have been included.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed in the lab. Final analysis found the battery capacity was lower than the requirement for implant. The battery analysis report indicated the battery was normal. No anomalies were found. The cause of the early battery depletion could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2021-16072. It was reported that two implantable cardioverter defibrillators exhibited premature battery depletion prior to implant. The issue was discovered while in abbott's possession. Neither device was used. There was no patient involved.